Event description:
Additional information was received reporting poor aspiration during irrigation/aspiration phase of surgery.

Manufacturer narrative:
Corrected information provided in b.2. And b.5. Additional information provided in h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing not enough phacoemulsification power, occlusions, no vacuum and heard a weird noise from the unit during surgery. Additional information has been requested.